Manufacturer narrative:
The device was tested and no failure could be detected. The reported issue could not be confirmed.

Event description:
See initial report.

Manufacturer narrative:
The complained device has been replaced with new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling properly during procedure. Even if the temperature started to drop, the compressor seemed to stop halfway. The user tried to change the set temperature and restarted the device but the issue did not improve immediately. After several attempts, the temperature became lower even if it took about 30 minutes longer than usual. There was no report of patient injury.